Event description:
It was reported to boston scientific corp that a solyx sis system was used during a mid-urethral sling procedure. According to the complainant, during the procedure, the physician was placing the second side when he remarked that the mesh was "too stretched out". The physician believed, the mesh was defective. The procedure was completed with another solyx sis system. There were no pt complications and the pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4).